Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was found that the fixing screw of the lying inlay was broken. The inlay change has been completed successfully and without complications.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a duracon insert was reported. The reported event was confirmed. Method & results: device evaluation and results: material analysis was performed and concluded that "the returned screw of the insert component had fractured in fatigue with the final fracture occurring in overload. Damage was observed on the insert, consistent with contact against the femoral component. Delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Debris was also observed on the insert. Damage was observed on the bracket, consistent with contact against a hard object. Eds showed the screw was consistent with astm f1537 alloy, the bracket was consistent with astm f75 alloy, and the debris from the insert is consistent with the screw and bracket base alloys. The sources of debris from the bracket and screw could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event was confirmed. Material analysis was performed on the insert and concluded that "the returned screw of the insert component had fractured in fatigue with the final fracture occurring in overload. Damage was observed on the insert, consistent with contact against the femoral component. Delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Debris was also observed on the insert. Damage was observed on the bracket, consistent with contact against a hard object. Eds showed the screw was consistent with astm f1537 alloy, the bracket was consistent with astm f75 alloy, and the debris from the insert is consistent with the screw and bracket base alloys. The sources of debris from the bracket and screw could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." If additional information becomes available, this investigation will be reopened.

Event description:
It was found that the fixing screw of the lying inlay was broken. The inlay change has been completed successfully and without complications.